Event description:
Country of complaint: (B)(6). Kind of procedure: eventration - acute abdomen. Due to deficient suture, there was recurrent bleeding of abdominal wall. This type of suture is considered strong, but at the moment tension was applied, the thread broke into several pieces.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples rec'd: one open package. There are no previous complaints of this batch. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Observations: although only one sample is not considered sufficient to obtain meaningful data, we can show that the data obtained from the analysis of tensile strength in the knot of the sample rec'd meets the requirements for this type of suture. Complaint is not justified. No action required.